Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device exhibited signs of repeated use and a fracture. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation for this type of issue determined that the likely root cause was bending/torsional overload, which was attributed to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03803, 0001822565 - 2019 - .

Event description:
It was reported that the distributor warehouse found the instrument was fractured. No patient involvement or consequence. Attempts have been made and no further information has been provided.